Event description:
The event is reported as: the stapler jammed during use. No patient injury reported.

Manufacturer narrative:
Method: device history record (DHR) review performed. Results: other - the DHR review showed that no similar issues were found during the manufacturing or packaging processes of this lot. Conclusion: (B)(4) was opened to address the issue of staples jamming. If additional information is received, a follow-up report will be sent.